Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump touchscreen was unresponsive. Reportedly, customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) level was 525 mg/dl. Customer administered a manual injection to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.